Event description:
Customer's mother reported having high blood glucose levels for several days leading up to the call. Troubleshooting showed that the insulin pump returned a button error alarm approximately ten months before the call. Blood glucose level was 242 mg/dl at the time of the call. During a follow up call, caller reported that the customer had a blood glucose level of 331 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test. However, intermittent button response was noted due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, minor scratches on the display window and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.